Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 1(B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient stated that during the call, the receiver connection was restored with no intervention from patient, but the connection was lost again. Patient stated that the receiver was in one room while the patient was in another room. Dexcom representative advised the patient to reset the receiver, and the connection was restored. Dexcom representative advised the patient to keep the devices within 15 feet of one another. No additional patient or event information is available.